Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Upon a chest x-ray, it was observed that the rv lead exhibited bending. Upon interrogation, lead fracture was observed on the rv lead. Programming changes were made. The patient was stable and will continue to be monitored.